Manufacturer narrative:
Insulin pump received with e52 during rewind, problem isolated to mother board. Unable to confirm unexpected resume and unable to perform any tests due to e52 alarm.

Event description:
It was reported that the insulin pump had not matching screen display and reservoir. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.